Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient experienced extreme stomach pain, was admitted to the hospital and diagnosed with peritonitis. It was reported that the patient was also experiencing constipation. The patient was treated with unknown antibiotics. Two days later, the patient was discharged from the hospital. The patient stated that she had recently taken a trip and stayed two nights in a motel. The patient took the cycler to perform therapy and 48 hours later became sick. At the time of the report, the peritonitis and the antibiotic (unspecified) therapy , ip (intraperitoneal) was ongoing. Additional information was requested but is not available.